Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer experienced an elevated blood glucose (bg) level of 542 mg/dl. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.